Manufacturer narrative:
H4: the lot was manufactured january 17, 2023 - january 20, 2023. H10: the device was received for evaluation. A functional leak test was performed by manually filling the bladder with green color water. During fill, evidence of leak was observed coming out at the solvent-bonded junction of the tubing and stress member. The reported condition was verified. The tubing od and the stressmember ID were found to be within specification. However, uneven distribution of solvent on the tubing was observed. Uneven distribution of solvent on the tubing was due to a manual assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from the connection between the tubing and stress member. The issue was identified before use. There was no patient involvement. No additional information is available.